Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass cases (B)(4) report: patient had a left tka done on (B)(6) 2021. The surgeon told me he tested the patient for infection and it came back positive. He wanted to remove the poly and do a washout. He removed the poly with no problem, washed out the joint, and placed a new insert into the patient and closed. Doi: (B)(6) 2021; dor: (B)(6) 2021; left knee.